Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the hernia repair procedure, the hernia stapler did not fire correctly. No blood or tissue damage to patient. No extended or time resulting from incident.